Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2018 with a diabetic ketoacidosis two months ago and she had a bent cannula with blood glucose of 512 mg/dl. She thinks the insulin pump is not delivering when it says it is. She has had some insulin flow blocked alarms. Her buttons do not always work. She also states the meter does not always send the results to the insulin pump. They treated their blood glucose level with the insulin pump and injections. The customer was vomiting, had dry mouth, and was lethargic. They were given IV fluids and insulin. The customer was wearing the insulin pump at time of hospitalization. The insulin pump will be returned.